Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other similar incidents reported for failure to deploy, inflation issue or material rupture from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion with 95% stenosis, mild tortuosity and mild calcification in the distal right coronary artery. Pre-dilatation was performed and a 2.25x15 mm xience xpedition rx stent delivery system (sds) was advanced without resistance toward the target lesion. The sds balloon was pressurized to an unknown pressure but the balloon failed to inflate and the stent failed to deploy. It was reported that a balloon rupture occurred. The stent was not implanted. The device was simply removed from the patient anatomy. The sds was removed out of the anatomy with the stent implant firmly mounted on the sds balloon. The procedure was carried out using an unspecified sds. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.